Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 21-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer's representative (rep) regarding the patient receiving baclofen (1120mcg/ml at 246.3mcg/day), dilaudid hydromorphone (1mg/ml at .22mg/day), and bupivacaine (24mg/ml at 5.27mg/day) via an implantable infusion pump for non-malignant pain indications for use. It was reported that the patient reported increased back pain and stated they felt as though something was wrong with the pump. The patient stated a couple of months after their initial implant they had a work injury that required back surgery. They did not specify what happened but that the back surgery happened after the event. It was unknown what was done. The patient stated they hadn't felt the pump had been helping them because the only time they can feel that it was doing any good was when they gave themselves a bolus with their personal therapy manager (ptm). The patient recently moved and found a new hcp. At their initial visit as a new patient to discuss their care, the patient told the hcp of their concerns so they wanted to do a pump check/dye study before making any dose adjustments. The pump check and dye study were performed 2026-apr-21. At the pump check, the hcp had a very difficult time aspirating from the catheter at the catheter access port (cap). The hcp had to manually manipulate the needle and syringe and pull back and hold negative pressure very slowly to get any fluid return back. They were able to aspirate around .3ml in order to clear the catheter. The hcp then injected dye so they could try to follow the catheter to the tip. The hcp noted it was difficult to push the dye. Once they did, fluoroscopy was used to follow the path of the catheter. The tip of the catheter was visible at t10 (thoracic 10 of the spine) and some slight intrathecal spread with the dye was visible. Along the track of the catheter a large pooling of dye was noted near the anchor site. The hcp confirmed it was a leak at that site, but then flushing the catheter with preservative free saline and watching liver under fluoroscopy and that area of pooling then cleared. The hcp suggested a catheter revision was needed because they believed the structural integrity of the catheter was compromised. The issue was not resolved at the time of the report, and surgical intervention was planned but not scheduled. Additional information was received from the manufacturer's representative (rep) and confirmed/provided by the healthcare provider (hcp). It was reported that surgical intervention has not yet occurred, so they did not know or have any new information regarding the cause at this time. Surgical intervention will occur but had not yet been scheduled or taken place. The office was preparing for it by decreasing the patient's dose currently. The office reported it would be scheduled for some time in july.